Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 initial reporter : (B)(6).

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit failed the all manifold test. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10, h11. Corrected field: b3. It was reported that cardiosave intra-aortic balloon pump (iabp) safety disk leak test. A getinge field service engineer evaluated issue discovered as part of the pm. Unit failed the all manifold test, pim section, 4th test for the safety disk membrane leak test. Other than that, unit fully functional. Nothing unusual identified in the logs, unfortunately cleared as part of the pm. Replaced safety disk and successfully completed an all manifold test without issue. Unit calibrated and passed all functional and safety tests per factory specifications. Service completed. No patient involved. The failure analysis and testing dept. Received with a reported unit failure of a membrane leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test and tested the part to factory specifications per the cardiosave service manual . Failed leak differential and membrane leak tests. Fat confirmed the reported issue. Retaining the part in the failure analysis and testing department . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a